Manufacturer narrative:
The system could not boot up due to hardware failure. The issue resolved and the system power supply was checked, then reconnected to the memory, and then booted up. All test passed and the system was ready for use. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being outside of a procedure. It was reported that when the system was booted, there was only "no signal" displayed on the screen. There was no patient present.